Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The brim cap was detached. The incident happened when a mapping catheter was inside the sheath and the physician applied contrast agent into the left atrium (la). The orange hub dislodged from the vale. There was no blood return observed and to the physician¿s knowledge there was no air entering the patient¿s body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and finished the procedure without harm to the patient. There was no delay and the procedure was successfully completed without patient consequences. The orange plastic hub which embeds the hemostatic valve dislodged from the sheaths handle. The hemostasis valve (gasket) did not break into two or more separate pieces. The brim cap/hub got detached. Brim cap detachment is MDR-reportable.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 16-aug-2022. The device evaluation was completed on 07-sep-2022. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The brim cap was detached. The incident happened when a mapping catheter was inside the sheath and the physician applied contrast agent into the left atrium (la). The orange hub dislodged from the vale. There was no blood return observed and to the physician¿s knowledge there was no air entering the patient¿s body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and finished the procedure without harm to the patient. There was no delay and the procedure was successfully completed without patient consequences. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the silicon ring and the valve were not returned to the lab, only the brim cap. A microscopic examination of the brim cap surface has shown adhesive evidence that the components were properly attached. It was determined that the issue observed could be related to the excessive force applied during the use of the device. However, this could not be conclusively determined. A device history record (DHR) evaluation was performed for lot 00001896 and no internal actions related to the complaint were found during the review. Based on the DHR, the d4. Expiration date and h4. Device manufacture date were updated. Customer complaint was confirmed due to the findings observed. It should be noted that product failure is multifactorial. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).